Event description:
It was reported that when the device was used during an unknown procedure, the handle would not release when fired. Another device was used to complete the case. There was no consequence to the pt. Analysis reported clinging staples.